Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that there was air bubbles from the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that air bubbles entered the unspecified bd¿ infusion set line while infusing protonix. This occurred 5 separate times during use. The following information was provided by the initial reporter: "pt was given IV infusion of protonix pump infusion rate was appearing correct, but the entire 50ml was emptied very quickly. Pump showed 44ml left to be administered and being administered at 10ml/hour. Charge nurse and md notified. Charge nurse placed heat ticket for thr IV pump and took a picture showing pump was accurately programmed. The protonix infusion was programmed properly using integration at a rate of 10ml/h(8mg/h). The infusion was started at 1045 and stopped (presumably empty) at 1056, 11 minutes later. There were five "air in line" alarms that occurred during that time, I would like to ask the reporter how she addressed these, is she connected a syringe and removed the air or if she disconnected the infusion and ran the air out or if she simply pushed "restart". If she paused the infusion, removed the tubing and ran the air out of thet line, this would probably explain the event as it takes 26-28 mls of fluid to prime the line and takes at least half of that to chase the air bubbles from the lines. The protonix infusion only has a volume of 50ml. However if she did not remove the tubing and just hit restart. This could be an over infusion."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5100717. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that air bubbles entered the unspecified bd¿ infusion set line while infusing protonix. This occurred 5 separate times during use. The following information was provided by the initial reporter: "pt was given IV infusion of protonix pump infusion rate was appearing correct, but the entire 50ml was emptied very quickly. Pump showed 44ml left to be administered and being administered at 10ml/hour. Charge nurse and md notified. Charge nurse placed heat ticket for thr IV pump and took a picture showing pump was accurately programmed. The protonix infusion was programmed properly using integration at a rate of 10ml/h(8mg/h). The infusion was started at 1045 and stopped (presumably empty) at 1056, 11 minutes later. There were five "air in line" alarms that occurred during that time, I would like to ask the reporter how she addressed these, is she connected a syringe and removed the air or if she disconnected the infusion and ran the air out or if she simply pushed "restart". If she paused the infusion, removed the tubing and ran the air out of thet line, this would probably explain the event as it takes 26-28 mls of fluid to prime the line and takes at least half of that to chase the air bubbles from the lines. The protonix infusion only has a volume of 50ml. However if she did not remove the tubing and just hit restart. This could be an over infusion."